Event description:
The below report was received by health authority ansm (reference number: r2211095) on 12-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar muscle problem / back pain") in a female patient who had fallopian tube occlusion insert inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had fallopian tube occlusion insert inserted. On unknown dates she experienced headache ("headache"), sinusitis ("sinusitis"), thyroid disorder ("thyroid disorder"), back pain (seriousness criterion medically important), fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurred vision"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain"), depression ("depression"), pain ("pain everywhere"), arthropathy ("joint problem") and lacrimation increased ("teary eyes"). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the pain, arthropathy and lacrimation increased had not resolved. The outcomes for headache, sinusitis, thyroid disorder, back pain, fatigue, alopecia, vision blurred, abdominal pain upper, pain in extremity and depression were unknown. No causality assessment was received for fallopian tube occlusion insert with regard to headache, sinusitis, thyroid disorder, back pain, fatigue, alopecia, vision blurred, abdominal pain upper, pain in extremity, depression, pain, arthropathy or lacrimation increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-apr-2022. The most recent information was received on 27-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar muscle problem / back pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown dates she experienced back pain (seriousness criterion medically important), headache ("headache"), sinusitis ("sinusitis"), thyroid disorder ("thyroid disorder"), fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurred vision"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain"), depression ("depression"), pain ("pain everywhere"), arthropathy ("joint problem") and lacrimation increased ("teary eyes"). Essure (ess205) treatment was not changed. At the time of the report, the pain, arthropathy and lacrimation increased had not resolved. The outcomes for back pain, headache, sinusitis, thyroid disorder, fatigue, alopecia, vision blurred, abdominal pain upper, pain in extremity and depression were unknown. No causality assessment was received for essure (ess205) with regard to headache, sinusitis, thyroid disorder, back pain, fatigue, alopecia, vision blurred, abdominal pain upper, pain in extremity, depression, pain, arthropathy or lacrimation increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.